Event description:
The user's hearing performance with the device is affected. The recipient was not using the device for the last 2.5 years. During that time, the user was facing domestic abuse with several kicks and strikes to the head. The user is considering re-implantation surgery in early 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause a device investigation would be necessary. Re-implantation is planned in 2023.

Event description:
After 2.5 years of non-use of the device the user visited the clinic to start using the processor again and in situ testing revealed affected channels. At this time the user was a victim of domestic violence and sustained several kicks and blows to the head. Prior to this, hearing performance with the device was reported satisfactory. The user is considering re-implantation surgery in early 2023.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However as the device was received incomplete an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
After 2.5 years of non-use of the device the user visited the clinic to start using the processor again and in situ testing revealed affected channels. The user was explanted.